Manufacturer narrative:
UDI# (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Visual inspection of the provided pictures and returned packaging material (blister) found that it was opened and it was missing the paper lid. Dry glue remain is spread evenly and without defect all over the sealing flange of the blister. A hair-like fiber was identified lying on the foam layer at the bottom of the blister. The fiber was taped into place in the returned blister. Review of the device history records identified no deviations or anomalies related to the reported issue during manufacturing. The likely condition of the device when it left zimmer biomet, or the root cause of the reported event cannot be determined as the sterile packaging was opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that total hip arthroplasty was performed with g7 system. During acetabular liner insertion, debris was found in the sterilization package. No delay in surgery. No adverse events have been reported as a result of the malfunction.attempts have been made and additional information on the reported event is unavailable at this time.